Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, a software reset was observed. The device was reprogrammed to previous programmed settings. Patient condition was good after the event.